Event description:
A caller reported a cartridge alarm 20 that occurred during the load process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, whose pump was still under warranty, was advised by technical support to use a backup insulin pump and was sent a replacement pump with updated software. They acknowledged instructions on returning the problematic pump and preparing the replacement for use.